Manufacturer narrative:
Correction d1, d3, d4, g4. D1: brand name: replace minicap transfer set with minicap. D3: device manufacture name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace ni with (B)(4); the lot number is unknown, therefore, only a primary di number could be provided. G4: combination product: add no (previously blank). Additional information was received for d9, h3, h6, and h11. H11: the actual sample was returned for evaluation. The sample was returned wet with a patient connector attached to the female connector. A visual inspection observed a separation between the female connector and the main body of the twist clamp. There is evidence an insert chip was present on the dark blue female connector. Functional clear passage and clamp function tests were performed with no issues noted. The sample was also connected and disconnected by hand using the returned patient connector with no issues and no leaks observed. The reported condition of the connection issue to the female connector was not verified, however the reported condition was separation was verified. The cause was determined to be a manufacturing related issue caused by inadequate solvent to the insert chip. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set would not come apart from the patient line tubing of the amia cassette and was coming apart from the light blue portion. This occurred after use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.